Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector being partially broken off from the pvc overmold. Broken internal wires were visible from this damaged area. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.

Manufacturer narrative:
Section d4: it was originally reported that the frayed wires were on the power extension cable. It was then later reported that the frayed wires were on the powe cord. However, after evaluation of the returned device it was confirmed that the frayed wires were on the power extension cable and not the power cord, therefore the product is being changed back to the patient electronic system.

Event description:
Additional information received confirmed the fray was on the power cord not the power extension cable.

Manufacturer narrative:
Additional information: b5, d4, h2, h6, h10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.